Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient received a line block alarm and attempted to replace the tubing. Upon removing the site, it was found that the cannula was bent. There was patient involvement with no harm.